Event description:
An Impella 5.5 device was inserted surgically in the right axillary/subclavian artery in a 65-year-old male patient presenting in acute myocardial infarction (AMI) and cardiogenic shock (CGS). The patient presented in Society for Cardiovascular Angiography & Interventions (SCAI) E shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The Impella was inserted as an escalation of therapy from an Impella CP. The patient's comorbidities are unknown.The night prior to the procedure, the patient received two units of platelets, which increased the platelets from 100 to 154. The patient was noted to have an underlying coagulopathic condition with oozing from the patient's eyes and the left groin vascular access/arterial line sites.During the procedure, the axillary site was oozing from the hemashield platinum 10mm graft. A hematoma developed and manual pressure was applied. Approximately 1L of blood loss was noted during the procedure. Four units packed red blood cells (PRBCs), 2 units of platelets (PLT), and plan for additional 4 fresh frozen plasma (FFP) to be given in the intensive care unit (ICU). Echocardiographic assessment raised concern for right ventricular dysfunction. Stable blood pressure of 98/71.After one week of the Impella 5.5 being placed, the device was successfully weaned. While on support, the Impella functioned at performance (P) level P-7 at 4.6L/min as intended with D5W Sodium Bicarbonate in the purge solution. The patient was hemodynamically stable with a blood pressure of 106/53.The reported bleeding and hematoma are more likely attributable to the patient's critical underlying coagulopathic condition, with platelets noted to be 86 at the time of explant. The post-procedure outcome is survived at explant.

Manufacturer narrative:
A6 is unknown.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.